Event description:
It was reported that bd alaris pump module infusion set was occluded. The following information was received by the initial reporter with the following verbatim: this tubing is typically used in the fbc to administer penicillin. It is typically given every 4 hrs. Tonight, the first dose was given, which was 250mls administered over 30 min at a rate of 500ml/hr. The subsequent doses are 50ml given over 30min at rate of 100ml/hr. The first bag went in just fine, but the second bag gave an error of "occluded - patient side" when started. When this happened, it reminded me that this also happened a couple of weeks ago as well. There must be something about the slower infusion rate the second dose cannot overcome pushing thru resistance in the connection into the lr. It is typically joined to a mainline infusion of lr at 125ml/hr. The mainline IV is infusing with no complications. The solution was to piggyback the penicillin into the lr using the gravity set, but that means that the penicillin is infusing mostly by itself, instead of diluted which is hard on the veins. Not sure if this is a bad batch of tubing, or just a couple specific ones that were faulty. We attempted to use different channels and the issue persisted. ¿

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2204-0007 and lot# 23075421 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.